Event description:
During a tvh procedure, approximately half way through the fifth firing, during a transection through the ip ligament, there was a loud "pop" and the firing handle closed without forming a complete staple line. An inspection of the reload indicated that only half of the staple line was formed. The instrument was replaced and the physician finished the case. There was no pt or procedural consequence.